Event description:
It was reported that a stent graft would not deploy. The physician was trying to deploy the stent graft in the common femoral artery. He used a left femoral approach. The sheath was 9f and wire was 0.035. The tracking anatomy was not tortuous and the vessel was not calcified. He did experience difficulties in advancing the delivery system to the target lesion. He was able to complete the procedure using another stent graft without injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was evaluated. The safety clip was in place. The tuohy borst adapter was closed, the 2-way stop cock was open. The distance from tb adapter to pin vise handle was 180 mm. There was a kink in the outer sheath proximal from the stent graft. The stent graft was in the system and in place. Due to the condition of the sample (kinked sheath), a patency test could not be performed. The complaint is confirmed. The condition of sample leads to conclude that the system was exposed to high friction forces during advancement in the vessel, which may have resulted in the described difficulties to advance the system and the failure to deploy the stent graft. Based on the eval of the sample and the info provided, the exact root cause for the damage to the product could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.